Event description:
It was reported by the customer that a pyxis medstation es system station lost power. Attempts were made to reboot the station but failed. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the power failure in the station. A field service engineer found an extra ethernet cable plugged into the comm sled. Once cable was removed from the station and a reboot performed all drawers came back online. The system functioned as intended as the field service engineer troubleshooted the device.